Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was replacing the battery once every 2 weeks and that the battery is dying in the pump. Customer also has spots on the insulin pump since it is hot and it looks like water spots on the pump. It is hard for the customer to read the settings and the issue only happens when it is hot. The issue has been going on for 4-6 months. Caller stated that there are 3 scratches across the screen and there is a crack all the way across the screen though the middle. Customer was brushing her teeth in the bathroom at the beach by low water. Customer only had low battery, low reservoir, and a no delivery alarm in the alarm history. The pump passed the self test. Customer was advised that the pump will be replaced. Customer stated that she can see bubbles on the lcd screen and she was not sure if it was moisture. The last time the customer had a no delivery alarm her blood glucose was 500 mg/dl and the cannula was kinked.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir error alarm or excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. The insulin pump had minor scratched lcd window, cracked case at display window corner and cracked belt clip slot at battery tube threads area.